Manufacturer narrative:
Multiple device types: jka, fpa. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® push button blood collection set "pbbcs-367324-luer cap loose, pre activation"